Event description:
A home patient (hp) contacted global technical services regarding a check patient line alarm that occurred on the homechoice unit during initial drain. The hp stated the patient line was full of air. The technical service representative (tsr) assisted the hp with end therapy early procedure. The hp confirmed she ended therapy and would start over with new supplies. There was no patient injury or medical intervention. No further information is available at this time.

Event description:
The customer reported to a baxter sales representative of eight clearlink continu-flo set that had a no flow. The process step was prior to product use, therefore there was no patient involvement. No additional information is available. This is report 6 of 8 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The report was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Product surveillance spoke the patient's peritoneal dialysis nurse (pdrn) who stated that the patient had not reported the alarm incident to her, but that the patient has been fine and has not experienced any problems. The patient continues to received pd therapy on the homechoice to date. No further information was provided. Since the patient continued therapy with new supplies without further issue a sample was not requested.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should additional information become available, a follow up MDR will be sent.

Event description:
On october 7, 2010, a doctor reported to ormco corporation that a patient experienced enamel loss when a damon q bracket debonded. This is the third of four reports.